Event description:
Boston scientific received information that during the elective procedure to replace this device, difficulty was experienced removing the leads from the device header. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection noted that the right atrial (ra) positive setscrew was stuck in the up position. The force required to free the setscrew was measured to be 26 inch-ounces. The ra positive retainer ring was bent upward and its setscrew hex slot was rounded. The observed rounding of the setscrew hex slot is characteristic of that caused by incomplete/improper insertion of the torque wrench either during seating or unseating of the setscrew. A hole was drilled behind the ra lead barrel and tool marks were noted in the header surface. A lead was inserted into each lead barrel and each setscrew tightened on the lead pin without difficulties. Lead extraction testing revealed that the lead remained in place when moderate to strong extraction force was applied. All other setscrews moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing. This issue will be re-evaluated if additional information is received.